Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. There were no issues observed during loading which was performed by distributor employee. During recapture attempts in the annulus, the valve could not be fully recaptured. An attempt was made to recapture with the microadjustment wheel in the descending aorta but also failed. The flexnav was then moved to the right common iliac artery where vascular surgery was performed to remove the system. The procedure was abandoned. The patient remained hemodynamically stable.

Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The device was returned to abbott for investigation. All components were confirmed to meet functional specifications when analyzed under non-physiological conditions. The inner shaft was observed to have a bent damage consistent with use-related stress. The proximal end of the valve capsule showed accordioning and kinks at the distal end, suggesting that the curvature of the distal end may have contributed to the retraction problem. Upon cutting open the valve capsule, no evidence of valve misloading was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was pulled into the right common iliac artery where vascular surgery was performed to remove the system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.